Event description:
The event involved an unspecified chemolock where a leak at a connection was reported. It is unclear whether the issue lies with the secondary set side or the nursing administration or cassette side. Leak was noticed after infusion began, when rn came back into room, rn noticed fluid on floor beneath pump and identified the leak as coming from connector closest to pump cassette. White residue on pump pole is related to chemotherapy leak. There was no reported patient harm.

Manufacturer narrative:
The device is available and has been requested for evaluation; however, it has not yet been received. The investigation is pending.